Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead (B)(6) 2005; d314trg bi-ventricular defibrillator (B)(6) 2012; 419588 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported the patient presented with non-sustained tachycardia at the follow up appointment. There were episodes of noise in the right ventricle. The implantable pacing lead was capped and remains in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.